Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, while impacting the femoral component, one (1) journey fem impact bumper lt broke in half. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.